Manufacturer narrative:
Product complaint # :(B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Loosening of tibial component. No adhesion of cement to tibial tray. Cement used in the index case was biomet cobalt bone cement. Patient consequence?: yes. Patient consequence description:tibial tray revision. Action taken for procedure: tibial tray and poly insert were revised. Is the information being submitted for this complaint all the details that are known/available regarding this event?: yes.